Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. Review of alarm logs revealed multiple "check flow sensor" and "vt not achieved" messages present. Also a second failure of intermittent bag/vent switch malfunction was discovered. The flow sensors and control panel were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'check ventilator' during pre-use checkout. The unit would not work in mechanical ventilation mode. No report of patient involvement.